Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 350cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On may 16, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the saline 300cc breast implant had an area of siltex cracking on the anterior view. Additionally, a tear was noted within the siltex cracking, measuring approximately 0.6 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 18, 2022, the mentor failure analysis lab has received the device for evaluation. The product returned was determined to be an unknown saline breast prosthesis. The analysis has begun but is not complete at this time. Several follow-ups have been conducted, and no additional information has been received. The device information in section d of this report has been updated to reflect the unknown saline breast prosthesis. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).